Event description:
A malfunction alarm labeled "malf 16" was reported, and there were no notable events occurring prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the replacement of the pump as it was not resettable.